Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. A properly formed staple was stuck to the anvil indicating the presents of staples. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, the device did not deploy any staples. The surgeon was able to perform complete squeezes of the handle and the handle remained in the closed position following the second complete squeeze. The surgeon also did not cut the tissue thinking that the staples had deployed. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.